Event description:
It was reported that during a left ventricular lead implant procedure, the device set screw was unable to secure the lead and it was questioned if the set screw had been missing since initial implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076-52 lead, implanted (B)(6) 2014. (B)(4).